Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The report stated that during a vaginal hysterectomy the jaws of the ligasure impact handpiece locked shut. The jaws could not be opened properly. There was no patient injury.